Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up, the pulse generator was in backup vvi mode. The patient was exposed to therapeutic radiation. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.